Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of hi (greater than 600 mg/dl) back to back with a result of lo (less than 10 mg/dl) on the compact plus system when testing was performed within 10 minutes. Reporter stated the customer took 80 units of humalog insulin after obtaining the hi result and then self-treated with sugar to offset the insulin after the lo result was obtained. No other actions were reported taken or treatment received. No adverse event reported. Reporter disconnected before a request could be made for the return of the suspect device and replacement product could be sent.